Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the left side of the vent was charred. In addition, the following observations were made: internal dust accumulation, battery drained, and damage to the serial digital interface (sdi) output terminal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that water was accidentally poured on the right side of the video processor, resulting in a fire, and the vent on the left side was charred. The issue was found during reprocessing following a diagnostic upper gastrointestinal tract endoscopy procedure. The customer reported that the procedure was successfully completed with the same device prior to the reported event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-13222 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.